Manufacturer narrative:
The patient identifier is (B)(6).

Event description:
Asap too study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure a transesophageal echocardiography (tee) was performed. The tee revealed a 2mm pericardial effusion. The closure device was successfully implanted in the laa of the patient with no other complications. The next day as planned the patient was discharged from the hospital on aspirin and clopidogrel. It was further reported that the baseline tee that was performed revealed no pericardial effusion present. It was noted that the pericardial effusion was found at the time of implantation of the device.

Manufacturer narrative:
The patient identifier is (B)(6).

Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. During the procedure a transesophageal echocardiography (tee) was performed. The tee revealed a 2mm pericardial effusion. The closure device was successfully implanted in the laa of the patient with no other complications. The next day as planned the patient was discharged from the hospital on aspirin and clopidogrel.